Event description:
The patient was undergoing an embolization procedure using a penumbra coil 400. During the procedure, the physician decided that the coil was too small for this aneurysm; therefore, he pulled the coil out of the patient and recaptured it in the sheath to use it later. When the physician went to use this coil, the coil wouldn't advance through the sheath into the catheter. It was stuck inside the sheath. The physician disposed of the coil and used another one to complete the procedure. There was no adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.